Manufacturer narrative:
This report is based solely on device return and analysis. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut and the outer insulation had a cosmetic depression. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A lead was returned to the manufacturer from an unknown source with no information after the patient had died. The lead was analyzed subsequently tested out of specification. The patient died approximately (B)(6) after implant of the lead. A cause of death was requested and not received.